Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 10. The following tests were completed for 10 samples of lot 5417614: 1. Visual inspection as per (B)(4) criterios de calidad para productos de la familia inset engesp, version 40. 10 samples visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints -pruebas de flujo en quejas del cliente, version 10. 10 samples met the criteria of minimum 80ml/minute flow test: p1: 193 p2: 111 p3: 95 p4: 115 p5: 125 p6: 106 p7: 110 p8: 95 p9: 92 p10: 99.

Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported by the patient that 10 infusions set was found kinked within 3 hours of insertion. Event occurred on (B)(6) 2024. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.